Event description:
The pt was introduced to hemodialysis with rexeed-15lx on (B)(6), 2009. The pt felt itching and the anaphylactic reaction was observed two or three minutes after onset of the hemodialysis with the rexeed-15lx. The info about the clinical intervention taken for the pt was not available. The pt stayed at the hosp over night for controlling situation and recovered.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer (B)(4). The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.